Event description:
New information received indicates that the right ventricular (rv) lead and the implantable cardioverter-defibrillator (ICD) were explanted and replaced with new ones. There were no complications during the surgery.

Manufacturer narrative:
The reported event of low defib impedance was not confirmed. Only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the clinic after receiving a shock. Device interrogation revealed that the implantable cardioverter-defibrillator (ICD) misinterpreted the atrial fibrillation with rapid ventricular rate as ventricular tachycardia and delivered an inappropriate shock. It was also found via interrogation that the right ventricular (rv) lead exhibited low defibrillation impedance and an over current detection (ocd) alert. Programming changes were made, and the patient¿s condition remained stable.